Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor - 07020188 - 06/18/2011, electrode belt - 59069652 - 01/17/2014.

Event description:
A us distributor contacted zoll to report that a patient received an appropriate defibrillation event before passing away on (B)(6) 2020. The patient reportedly was sitting on the couch when they collapsed and were treated by the lifevest. The patient's grandson stated that resuscitation was attempted and the patient was taken to the hospital where they passed away upon arrival. Per clinical review of the patient's download data, the lifevest detected the patient's arrhythmia of ventricular tachycardia (vt) at 180 bpm with CPR/motion artifact at 19:25:27. Gel was released at 19:26:04. The patient then received an appropriate treatment at 19:26:40. The patient's rhythm at the time of the treatment was vt at 180 bpm with motion artifact and the patient's post-shock rhythm was asystole with motion artifact. Per the patient's continuous ECG recordings, the patient remained in asystole until the electrode belt was disconnected at 19:56:22 on (B)(6) 2020. The patient subsequently passed away. The response buttons were not pressed during the event. There is no indication that a device malfunction caused or contributed to the patient's passing.